Event description:
Medtronic received information that following implant of this annuloplasty device, the valve didn't coapt properly and significant regurgitation occurred. It was reported that the surgeon had performed a standard downsizing technique, where the implanted device was smaller in diameter than the patient's annulus. The surgeon elected to explant and replace the annuloplasty device with a mitral valve. No adverse patient effects were reported. The is the second occurrence from the same surgeon.

Manufacturer narrative:
Conclusion: the product will not be returned for analysis. The instructions for use states that, "correct annuloplasty ring sizing is an important element of a successful valve repair. Undersizing the ring can result in valve stenosis, ring dehiscence, and/or ring fracture. Oversizing the ring can result in valve regurgitation and/or ring fracture." Uncorrected or recurrent regurgitation is noted in the IFU as a potential adverse event. Medtronic recommended to the customer that intentional downsizing is not recommended, in accordance with labeling.